Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a wound opening, which was suspected to be caused by the patient. This crtd system was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a wound opening, which was suspected to be caused by the patient. This crtd system was returned. No additional adverse patient effects were reported.